Event description:
Additional information: it was indicated that the pump was removed as the patient inquired into what happened to "the old pump that had to be replaced". The date of explant was not provided. The pump was sent back to the manufacturer for analysis.

Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred and was due to a motor stall. The patient's personal therapy manager had an error code of 8476. The pump started alarming about a week ago for a week but was not alarming any more however they were still getting an 8476 code (motor stall) on their ptm. The plan was to interrogate the pump. There were multiple motor stalls and recoveries in the pump logs over the last week. No MRI or magnetic/emi exposure noted. The patient experienced increased pain but no withdrawal because of the low it dose. The patient was taking oral medication. Hcp reported they might not give the patient oral pain medicine and just schedule the replacement because pain meds "mess up the opiate receptors in the brain". A replacement was planned. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed pump motor feedthru anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.